Manufacturer narrative:
A boston scientific technical services consultant discussed the red alert and suggested isometrics, pocket manipulation, and stated that the physician should consider a commanded shock test to evaluate the integrity of the lead. Efforts to obtain additional details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to high voltage shock impedance measurements greater than 125 ohms. A review of the measurements noted there was only one stored value which was out of range and the actual value was greater than 200 ohms. All others measurements were within normal limits. No adverse patient effects were reported.